Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was stated that the patient suffered from loosening of the patella at an unknown interface. Competitor patella was revised. Date of implantation: (B)(6) 2012; date of revision: (B)(6) 2012; (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a device history record (DHR) review was conducted previously on legacy complaint wpc 848-2012. Review of the device history records found the product conformed to the required specifications. Device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. The concomitant products were identified to be competitor products used in conjunction with the previously reported adverse event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). The correction reported in the follow-up 2 medwatch was in error. Correction made was for the d11 section to capture concomitant products and not for d10.

Event description:
Additional information received for medical records. On (B)(6) 2012, the patient underwent bilateral total knee replacement to address osteoarthritis of both knees. Competitor components were used, along with depuy cement on (B)(6) 2012 the patient underwent a revision of patellar component and exchange of polyethylene due to loose patellar component, right knee. Patella was found to be loose, but no interface was noted. The insert was also revised,though no allegation of deficiency was given. Competitor components were placed during this procedure along with depuy cement x1.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report.